Manufacturer narrative:
The insulin pump was received with unresponsive escape button due to flattened dome switch. No button error alarms noted. The insulin pump has cracked case at display window corners.

Event description:
It was reported that the customer received a button error alarm on the insulin pump while it was in his pocket. The customer's blood glucose was 89 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).